Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion, occlusion, displacement tests or verify motor error alarm due to broken reservoir tube lip. However, the insulin pump was received passed rewind test, prime test and excessive no delivery test. The insulin pump also had a missing reservoir tube o-ring. Motor passed motor test.